Event description:
Site trying to run liquid controls on the suspect device. Values were in range on the meter per control insert; however, out of range per code key the meter was programmed with, and meter went into lockout mode and she couldn't use it.